Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased, high thresholds. The rv lead was initially reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.